Event description:
It was reported that a spectrum pump failed a flow rate test. The customer stated "attempted test 4 times", keeps delivering between 36 and 37 ml". It was also reported this condition occurred during testing, and there was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.